Manufacturer narrative:
During functional testing, the reported problem "flow rate failed" was not reproduced as the evaluation was not able to sent device for flow testing due to a keypad failure. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was undetermined. The m2 and m3 springs required to be replaced to address the issue. As precaution. During evaluation, the device ok button did not operate. Visual inspection identified the keypad was non-OEM (not original equipment by manufacture).the cause was identified to be a failed swapped keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log was performed for the last days of customer use for the report of "flow rate failed". No event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. For the not original manufacturer keypad identified during evaluation there is guidance in the spectrum iq installation and maintenance manual regarding service of the pump. Section 11-1 servicing the pump, page 11-1, contains the following caution regarding unauthorized service of the device: ¿service personnel must be trained by baxter servicing the spectrum iq infusion system is restricted to qualified, baxter trained, service personnel who employ baxter authorized parts and procedures. Use of other parts and servicing procedures is prohibited. Should additional relevant information become available, a supplemental report will be submitted.